Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level due to this issue. The customer continued to use the pump for insulin therapy.